Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and it was determined that the cause of the reported issue was due to an out of tolerance shock button. The resistance of the button measured 3.0 kohm which caused the device to disarm itself and log an event code in the device's memory. The removed therapy pcb assembly was further evaluated and no failure was observed.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. An event code was logged in the device's memory. The therapy pcb assembly and main keypad assembly were replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not pass the user test and an event code was logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.